Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported the vitrectomy cutter was not cutting. There was no pt injury or medical intervention required.